Event description:
It was reported the patient wanted their implantable neurostimulator (ins) removed. It was noted the ins was ¿catching¿ on furniture and the patient wanted the ins removed. It was noted the patient had lost weight and the ins was sensitive and ¿extremely thin and had not eroded yet, but close to erosion.¿ it was noted the erosion and pocket sensitivity had been gradual over the weight loss period. It was noted the patient had diabetic peripheral neuropathy and their health care professional told them they should not be using the ins. It was further noted the patient had not used the ins since 2010. It was noted the patient was conflicted and wanted the ins out due to the current pocket issue. Additional information received reported the cause of the event was weight loss and diabetic neuropathy. The reporter stated that weight loss led to problems with the size of the ins. It was noted the patient had weight loss near skin erosion. It was noted the ins was explanted on (B)(6) 2013. It was further noted the patient did not require hospitalization and the patient outcome was no injury and recovered without sequela. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).